Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that procedure was cancelled. The stenosed target lesion was located severely tortuous and severely calcified bifurcation of the common femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation but failed to cross the lesion relating to a kink in the non-bsc introducer sheath. There were no patient complications. The procedure was cancelled/rescheduled.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that procedure was cancelled. The stenosed target lesion was located severely tortuous and severely calcified bifurcation of the common femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation but failed to cross the lesion relating to a kink in the non-bsc introducer sheath. There were no patient complications. The procedure was cancelled/rescheduled.